Event description:
User had difficulty removing tee from pt's esophagus. Pt was prepped for surgery and general anesthesia was induced. The tee was then removed without further intervention. Pt could not be weaned from the ventilator and expired 8 days later.